Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during followup on the (B)(6) 2023, the interrogation was impossible, and pectoral contraction happened. Another tablet was used to interrogate the device, a re-initialization was asked and correctly performed.